Event description:
The anchor broke on insertion, surgeon was able to retrieve by pulling on the suture. The anchor pulled out of the bone. Required replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned device was examined and it was noted that the anchor is still on the inserter but is cracked as described. It was also determined that the anchor is not seated fully down to the shoulder of the inserter causing it to wobble on the tip. There was a known design issue with this device where the small tang at the tip of the inserter could be too long for the implant causing it to crack the anchor during insertion. The issue was remedied dimensionally per (B)(4). This device was manufactured prior to the fix being implemented. (B)(4).